Manufacturer narrative:
A new brake detent assembly was installed and the brake function is working properly.

Event description:
Information received indicates the brake detent assembly is broken and the brakes will not hold.